Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits signs of slight melting, minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Fiber card analysis: joules used: 512,390 joules the fiber card is expired ¿ soft joule limit has been reached. Joules count does not match warranty form information. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 451 joules of use and 52 minutes, "fiber cap loosened and detaching causing fiberlife" was noted. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed by using a second fiber. Patient outcome: no injury to the patient was reported.